Manufacturer narrative:
The device associated with this complaint has been received, however, the investigation is pending. A follow-up report will be filed when the investigation has been completed.

Event description:
During the shift check, the autopulse platform (B)(4) displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message. No patient involvement.

Manufacturer narrative:
The reported complaint of the autopulse platform (B)(6) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message was confirmed based on the archive data review but was not confirmed during functional testing. The probable root cause of the intermittent occurrence of the (ua) 07 error was that either one of the load cells modules became defective, likely attributed to mishandling such as a drop or a defective component. Visual inspection of the returned platform was performed, and no issues were observed. A review of the archive data showed multiple (ua) 07 error messages, thus confirming the reported complaint. Based on the archive, one of the load cell modules had intermittent functionality. The autopulse platform passed initial functional testing without any fault or error. In addition, the load characterization check was performed and verified that both load cells were functioning within the specification. Nevertheless, both load cells were replaced as one of the load cells modules may have been defective, which resulted in an intermittent (ua) 07 error message. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. A load cell characterization test was performed and confirmed both cell modules are functioning within the specification. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse with serial number (B)(6).